Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient(pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and ga strointestinal/pelvic floor therapy. It was reported that pt stated symptoms have not been controlled since implant date. Pt reports they're working with hcp to find the correct program for them. Pt stated they increased therapy strength once and mentioned feeling stimulation in their foot. Pt also mentioned they're now catheterizing 3 times a day and unable to urinate on their own. Pt also mentioned having trouble connecting to their ins. Pt was walked through connecting to their ins see 704933185. The issue was not resolved through troubleshooting. Pt reported they will consult with hcp regarding issues before making a change.